Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by multiple programmers. Technical services was contacted and provided troubleshooting options. It was noted the patient was seen in early (B)(6) 2022 and the device was able to be interrogated then. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by multiple programmers. Technical services was contacted and provided troubleshooting options. It was noted the patient was seen in early july 2022 and the device was able to be interrogated then. No adverse patient effects were reported.